Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery test. No excessive no delivery alarm. All buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm and issues with the keypad. The blood glucose reading is 254 mg/dl. Nothing further reported.